Event description:
Pump is not working properly. Pt said that they have been in the hospital twice in the past week with high blood glucose (bg) levels. They said that they keep giving boluses to correct their bg, but they do not appear in the history. Also the bolus history and total delivery history do not agree with the display readings. They claim that they know the boluses are being delivered because the pump beeps and the display reads "delivery active." They have been on the pump for more than a year.